Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2020. Additional h3 investigation summary: it was reported breakage suture. It was received for analysis two empty opened foils and four unopened samples of product code vr214, lot mmcbtxe0. The complaint sample was not returned for evaluation. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The suture broke during use. There were no adverse consequences to the patient. No additional information was provided.